Event description:
It was reported that the user received a ¿connect cgm or enter bg¿ message on the ilet and was confused about its relation to the infusion set; support identified that the user had started a freestyle libre 3 plus sensor in the libre app rather than in the ilet app, resulting in the sensor being in use by another device and unavailable to the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no reported alerts or alarms on the ilet related to this event. Investigation included customer support review, verification of app usage, and troubleshooting and education on correct sensor pairing. Investigation of this case revealed that the cgm pairing error occurred because the sensor was initiated in the manufacturer¿s app instead of the ilet app, preventing cgm data transmission to the ilet; the device and components were functioning as designed when used according to instructions. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.